Event description:
A xive s plus d 3.8/ l 11 was placed on (B)(6) 2014 into region r29 (#45). According to the available information, the dentist tried to remove the tempbase in order to cover the implant for submerged healing, when the tip of the hex driver 0.9 fractured. The fractured tip stuck in the tempbase screw, thus it was impossible to remove the tempbase abutment. In order to complete the surgery he removed the complete implant and replaced it with a new one. However, the doctor decided to place the implant distally to the original location, i.e. Region r 30 (#36). By doing this, the dentist was able to complete the surgical treatment as planned. It remains unclear why he decided to not use the original implant unclear why he decided to not use the original implant bed, but prepared an additional one. The dentist reported no further complication during healing.

Manufacturer narrative:
The investigation of the received screw driver and implant did not show any deviation from specifications, or any hint for using a faulty base material. However, as a result of this malfunction, surgical intervention was required to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The implant loss will be reported separately via asr.